Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the last six months, the right ventricular (rv) lead exhibited a decrease in impedance and r-waves. The lead measurements are still within range. No programming changes were requested and the lead remains in use. No patient complications have been reported as a result of this event.